Manufacturer narrative:
On 4/26/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/16/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample the device was received with no fluid and no discoloration was observed on the shell. A crease was observed. Within the crease, a rupture was noted in the posterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed for deflation. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The incorrect due date was erroneously indicated in the supplemental follow up 1 sent on 5/17/2019. The correct due date for the supplemental was 5/26/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 500cc mentor smooth round moderate plus profile saline breast prosthesis, experienced left side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019. It was also reported that during explantation, it was noticed that there was a, "slight greenish bluish discoloration to the fluid in the implant."